Manufacturer narrative:
A4-a6:unk b3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. (B)(4)

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). A lens exchange is planned due to an error in lens ordering.